Event description:
Covidien received info stating: "vent shut down on pt with a squeal." The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Product ID (B)(6) is not distributed in the united states; however is a device of essentially identical design distributed in the united states. Applicable 510k # for united states distributed part is k082966.